Manufacturer narrative:
The company representative provided phone support for the customer. The company representative guided the customer in tightening the slit lamp cable due to the looseness, clean the mirror, and change from port 1 to port 2. That resolved the issue. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was no laser spot in retina during surgery. The surgery was completed by increasing the laser power. There was no patient harm.